Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she lost some weight because she is really counting carbs. Customer stated that she is using the bolus wizard. Customer is still having low blood glucose in the 50-60's mg/dl. Customer stated that it is her fault and she will just drink a soda when she gets that low. Customer declined a transfer to the helpline because she had company coming over.